Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, when the stent was removed from the protector, the stent got dislodged. The device was never used inside the patient and the procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.